Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet user experienced prolonged hyperglycemia after eating unannounced or under-announced thanksgiving leftovers, with glucose readings reaching approximately 400 mg/dl and later dropping rapidly, consistent with incorrect meal size entry and subsequent glycemic variability. Symptoms included hyperglycemia followed by a rapid decrease in blood glucose. Outcomes included temporary interruption of normal glycemic control without reported hospitalization. Investigation included complaint intake review, user education on meal announcements and carbohydrate estimation, and troubleshooting for appropriate use of the ilet meal features and alerts. Investigation of this case revealed no device malfunction and was consistent with user-related meal announcement error leading to excessive postprandial hyperglycemia and subsequent rebound decline. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size announcement.